Manufacturer narrative:
Applications support manager (asm) was present during surgery and was providing case support toward certification for a system operator. Asm reported that surgeon had been previously informed that cataracts greater than a grade 4 have not been clinically evaluated. This is included in the system labeling under precautions as follows: ''catalys® system has not been adequately evaluated in patients with a cataract greater than grade 4; therefore no conclusions regarding either the safety or effectiveness are presently available.'' The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
Surgeon reported issue with patient with very dense 4+ brunescent cataract. The catalys portion of the procedure went well then he noticed that there was a problem with the capsule after he cracked the nucleus in half and rotated it. After removing the remainder of the nucleus he did not see any capsule anterior or posterior. Surgeon had to do an anterior vitrectomy and deferred insertion of iol. Surgeon reported that patient does not have any history of trauma but had been in living in (B)(6) for the past 40 years or so. It is the surgeon¿s opinion that patient may just have had weaker zonules as well with pseudoexfolation which he said it he would not have been able to see with his brunescent cataract. Patient was doing well post surgery.